Event description:
The pt is currently enrolled in the (B)(6). At 7 months post implant the pt complained of pain in the right calf. A duplex sonogram confirmed stenosis of the right superficial femoral artery and known occlusion of the tibiofibular tract, right femoral artery and right posterior tibial artery. Intervention included percutaneous transluminal angioplasty (pta) of the in-stent stenosis. Following pta, sonogram showed good results. The cause of the restenosis is unk; there is no indication of a device malfunction.

Manufacturer narrative:
The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.